Event description:
The hospital reported that t.w. Power supply s/n (B)(4) does not work, it was initially dropped. No patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that t.w. Power supply s/n (B)(6) does not work, (failed to deliver energy) it was initially dropped. They believe the light came on. Product is out of warranty. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.